Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
As reported to coloplast, though not verified on (B)(6) 2021 the patient underwent a surgical procedure to treat her stress urinary incontinence and other symptoms, during which her physician implanted altis. The patient subsequently suffered complications associated with the mesh including, exposure of the mesh, protrusion of the mesh, erosion, bleeding, infections, pelvic floor dysfunction, extreme pelvic pain and cramping, irregular discharge, vaginal pain, dyspareunia, urinary urgency problems, frequent and severe urinary tract infections requiring antibiotics, scarring, the passage of what is believed to have been pieces of mesh in her urine, permanent disfigurement, and difficulty with daily activities which required surgical revision of mesh on (B)(6) 2024 and upon information, believe will require removal surgery as well as potential subsequent repair surgeries.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information reported the patient also experienced urinary frequency and dysuria.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device also experienced worsening urge incontinence over the last 3 years, failing medical management. Interstim stage I and ii with fluoroscopic guidance and postoperative programming, general anesthesia.